Event description:
The pt was implanted with two trial leads (from the same lot). It was reported the pt is experiencing tingling in the bottom of his left foot and calf. The pt's pain pattern is low back and legs. The doctor prescribed the pt with steroid medication to help resolve the issue. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.